Event description:
Info received indicates, the trendelenburg and reverse trendelenburg function is only working intermittently from the nurse control panel.

Manufacturer narrative:
The technician found the switch on the panel was worn. The technician replaced the complete footboard to repair the bed.